Event description:
It was observed that during the device evaluation the bronchovideoscope had a static/noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: image had static/image noise. Based on the results of the investigation it is likely the following led to the malfunction: electrical/electronic component problem identified and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.